Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.